Manufacturer narrative:
Technician asked account to isolate the cardio pulmonary resuscitation cables or make sure they are not too tight. No further info is available on this repair at this time.

Event description:
Account alleged that the head of the bed will sometimes slip with weight on it or a pt on it. No injuries reported.